Event description:
It was reported that the patient presented to the hospital for a scheduled pacemaker changeout on (B)(6) 2022. The pacemaker has had episodes of noise previously and during the procedure. It was noted that the pacemaker's header was full of blood inside the area of the lead connection. The pacemaker was explanted and replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported events of signal artifact or noise and contamination of device ingredient or reagent could not be confirmed. The pacer was received in normal working conditions with battery voltage at end of life (eol). Visual examination found cautery marks on can, and header showed punctured septa and dried blood in between threads. Electrical and mechanical analysis performed indicated normal device functionality. Performed device history record (DHR) review to ensure that each manufacturing and inspection operation was performed. The product passed all quality control tests prior to its distribution. Device image shows autocapture on, the device output would adjust itself to accommodate the patient¿s needs for pacing and thus affect the estimated longevity of the device. The implant duration exceeds the projected longevity based on average monthly current, indicating normal battery depletion.